Event description:
Unomedical reference number (B)(4). Event occurred in egypt. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024 .the events occurred on 2nd day after insertion. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.